Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-rays were unavailable and there was a sound emitted from the device. Review of the system log file showed that tube arcing detected error and "grid leakage current out of range" errors . Upon functional testing the fse found that the cathode high-voltage plug had burning marks after arcing. Fse replaced the new plug pad. After replacement of the cathode high-voltage plug , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and device problem code were corrected.

Event description:
It has been reported to philips that the x-rays were unavailable and there was a sound emitted from the device. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.